Event description:
The type of procedure is unknown at this time. Reportedly, the instrument seal was flaking into the pt's cavity. The surgeon used another instrument to complete procedure. The hosp has reported no pt injury occurred.